Event description:
It was reported that the right ventricular (rv) lead high superior vena cava (svc) coil impedance alert was triggered due to a greater than 200 ohms impedance measurement. It was also reported that the rv defibrillator coil also had high impedance. The lead remains in use and the patient met a few days later with their physician for further consult. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).